Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. The complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
On (B)(6) 2013, the reporter stated that during surgery, there were several alarms that occurred for occlusion and the nurse troubleshooted the pump for the occlusion. The syringe in the pump was changed, but this did not solve the problem as the pump continued to have an occlusion alarm. The child woke up during the procedure since the medication was not administered.